Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-17282. It was reported that inappropriate shocks due to sensing noise were observed on the right ventricular (rv) lead. Increased capture threshold, increased pacing impedance, and decreased sensing were also noted. Programming change was made. An x-ray was performed, and no abnormalities were found. Radiography imaging showed the left ventricular (lv) lead was dislodged. No other intervention was performed. There were no adverse health consequences, the patient was stable.